Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt. Check belt messages) was isolated to the electrode belt¿s pulse wires being broken at the distribution node (dn), causing all wires to be cut. The root cause for the broken wires was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust/check belt messages.